Manufacturer narrative:
This event is being re-submitted as the original medwatch 3500a form (3010805634-2018-00002) was not properly submitted on 12/5/18 through the electronic submission gateway (esg) portal.

Event description:
At 13-months post-operative, the patient developed a higher grade aortic insufficiency. Prolapse in the area of the rcc was noted. The cardioseal patch was stripped. A reoperation (avr) was performed. Patient recovered with sequelae.